Manufacturer narrative:
Based on the information provided, the patient underwent surgery at l3-l5 with screws, rods, and intervertebral cages placements. The type of cage(s) placed was not provided. The report did not mention anything about fusion status at any level. X-rays and cts are provided based on patient's follow-up on (B)(6) 2025. X-ray images on (B)(6) 2025 are also provided. By comparing the lateral x-ray images before and at follow-up, they indicate the shank breakage of the left l3 pedicle screw. The ap x-ray images also confirm the screw fracture. The axial CT slice image indicates the detailed location of the screw breakage, which is around the middle of the screw shank. The images provided appear to show an interbody cage in the l3/l4 and l4/l5 disc spaces. The status of fusion achieved at either level is also unclear. No parts were returned with this complaint; therefore, the exact findings and cause cannot be determined. A risk reconciliation was performed with current risk management documentation. This risk is documented and within expected parameters and will continue to be monitored. This complaint will be re-evaluated if parts are returned or additional information is provided at a future date. The number of expected device uses in the past year is calculated based on the unit sold of transition stabilization system screws. The following sections were updated for this supplemental report: b4, b6, e1, e2, e3, g3, g6, h3, h6, h10.

Event description:
It was reported that a revision occurred due to a transition screw being found broken post-operatively, it was removed and replaced.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision occurred due to a transition screw being found broken post-operatively, it was removed and replaced.